Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 06/30/2016 - exp. Date:06/30/2017, (B)(4) - 1650de - MFR. Date: 06/30/2016 - exp. Date:06/30/2017, (B)(4) - 1650de - MFR. Date: 05/31/2016 - exp. Date:05/31/2017, (B)(4) - 1650de - MFR. Date: 05/31/2016 - exp. Date:05/31/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported in review of the patient log files to investigate power consumption about normal operating range, there was a critical battery and a controller power-up associated with a pump start event logged on (B)(6) 2017 at 0334 and 0351 respectively. The batteries and the controllers were exchanged. The critical battery alarms resolved after the exchange. There was no impact to the patient.

Manufacturer narrative:
Additional devices involved in the event: (B)(4). (B)(4). (B)(4). Device available for evaluation: 30/may/2017. Device evaluated by MFR: yes. (B)(4). (B)(4). Device available for evaluation: 12/jan/2017. Device evaluated by MFR: yes. (B)(4). (B)(4). Device available for evaluation: 12/jan/2017. Device evaluated by MFR: yes. (B)(4). (B)(4). Device available for evaluation: 12/jan/2017. Device evaluated by MFR: yes. (B)(4). (B)(4). Device available for evaluation: 12/jan/2017. Device evaluated by MFR: yes. (B)(4). It was reported that the patient was experiencing abnormal behavior indicative of power switching events and critical battery alarms. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that device failed visual inspection due to a loose power port 1 (ps1) connector. Loose power connectors are currently being investigated by the supplier. The loose connector found was an incidental finding and not related to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Data log file also revealed premature power switching events that were due to communication errors involving (B)(4). A review of the alarm file revealed a critical battery alarm on (B)(6) 2017 at 03:34:29 where (B)(4) logged a communication error, confirming the reported event. Log file analysis revealed a controller power up event on (B)(6) 2017 at 03:54:11. The data point prior to the controller power up event, at 03:50:05, revealed that the controller was connected to (B)(4) with 39% relative state of charge (rsoc) and (B)(4)was connected to power port 2 with 65% rsoc; (B)(4) had experienced a communication error within the preceding 15-minute interval. The data point after the controller power up event, at 04:06:09, revealed that the controller was connected to (B)(4) on power port 1 and (B)(4) was connected to power port 2; both batteries experienced momentary disconnections after the controller power up event. During log file analysis, it was observed that the critical battery alarm and multiple power switching events occurred prior to the controller power up event. Based on the available information, the most likely root cause of the power switching events/abnormal behavior can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources; the observed power switching events and critical battery alarm that occurred prior to the loss of power may had led to a disconnection of both power sources. However, an internal investigation has been opened to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). Battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.